Event description:
Customer called to report that the synchron lxi 725 clinical system generated falsely low sodium and chloride results on 15 patient samples. The results were reported out of the laboratory. However, when qc (quality control) results recovered out of range, the samples were rerun and the reports were amended. The field service engineer (fse) inspected the instrument and noted that the chloride electrode and port were extremely unclean. The fse replaced the electrode tip and cleaned the flowcell. The fse re-educated customer on proper chloride electrode maintenance procedures. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues.

Manufacturer narrative:
(B)(4).